Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. During the procedured these chronic epicardial patch leads and this chronic endocardial superior vena cava lead exhibited an open lead condition during an induced shock on t wave. A second induction was successfully delivered into 29 joules. New information recevied that upon interrogation two months post implant a fault code for out of range shock impedances was again present.